Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 locking caps, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient implanted with a matrix spine system at l5-s1 levels and on an unknown date had post-operative back pain. On (B)(6) 2014, the surgeon revised the patient by removing all hardware, the patient was not revised with any additional hardware. During the removal of the implants, while the surgeon was using the straight tip star-drive shaft to loosen the locking caps, the instrument broke off at the tip, a fragment was retrieved from the patient by the surgeon. Another instrument was available in surgery to complete the procedure, no additional time was added to the procedure. Surgery was completed successfully. This report is for 4 locking caps. This is report 3 of 4 for (B)(4).